Event description:
The physician from the user facility reported an incident concerning the i.co.s6.5 screws, model numbers 105675nd and 105660nd. The physician had implanted the screws for an ankle fusion back in february. The physician reports that patient communicated in june that while showering, the patient observed a wound in their foot at one of the incision sites. Upon examination and x-ray, the physician noticed that the i.co.s6.5 screw backed out of the compression collar. The screw head, or compression collar, remained firmly embedded in the ankle while the screw backed its way out enough to rupture the patient's skin. The screw was removed, and the compression collar was left in the ankle. The physician stated that after four months, the patient's ankle did in fact fuse, and the reported problem is the only one at this time. This incident is linked to 3500a report 9615741-2006-00024.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.